Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pedicle screw instrumentation (implant (B)(6) 2011). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with lumbar stenosis and radiculopathy, degenerative disc disease l5-s1, recurrent disc herniation l5-s1, previous laminotomy and discectomy l5-s1, and discogenic back pain with vertical collapse, neuroforaminal and lateral recess stenosis right side with right leg radiculopathy. The patient underwent l5-s1 360 anterior lumbar interbody fusion (alif) with pedicle screw implantation and rhbmp-2/acs. Per op notes, ¿no significant sustained nerve irritation throughout the procedure was noted.¿ no complications were reported. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.